Event description:
A trilogy 100 ventilator was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation was replaced to resolve the issue. Additionally, a check circuit error code was found in the device's error log. The service technician states that a new handle and o-rings are needed. The motor blower and flow sensor assembly were replaced due to foam contamination. No further investigation is required.